Event description:
It was reported that during a gastric sleeve procedure, the doctor was going to use the device, but when the doctor pressed the handle to open the instrument in order to take tissue, the reload was pushed up. He tried several times and every time the reload was pushed up. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 03/20/2009. Information anticipated, but unavailable at this time.